Manufacturer narrative:
Physio-control has made multiple contact attempts regarding the status of the device, but no response seems to be forthcoming. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that during post-event review of the patient data, it was observed that the patient data file did not indicate the defibrillation shock provided to the patient. As a result, they believe defibrillation therapy may not have been provided to the patient. There were no reports of adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that during post-event review of the patient data, it was observed that the patient data file did not indicate the defibrillation shock provided to the patient. As a result, they believe defibrillation therapy may not have been provided to the patient. There were no reports of adverse effect to the patient as a result of the reported issue.